Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device log file was provided for review. Review of the log file did show multiple battery related prompts. However, without evaluating the device and batteries involved, it cannot be confimred that the customer's report was caused by a device malfunction. Analysis of reports of this type has not identified an increase in trend.